Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to a faulty diode on the monitor board. The monitor board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to assess a (B)(6) female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.